Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was unresponsive because the pump dropped on the floor. The pump was no longer functional. The customer's blood glucose level was 125 mg/dl. The customer confirmed that an alternate method of insulin delivery available.